Event description:
The customer reported the system is not booting up and is displaying a collimator hold message at the beginning of a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and was unable to isolate the problem and repair the system. (B) (4)